Event description:
It was reported that during an angioplasty procedure, saline allegedly leaked from the tip of the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter with an unknown inflation device and one syringe were returned for evaluation. On visual evaluation of the device, no other specific anomalies were noted. On functional evaluation, the device was inflated with the returned inflation device at 10 atm and maintained pressure; on further inflation up to 20 atm, leaks were noted at the catheter bond joint. Microscopic observation was performed and a break was noted at the proximal glue joint. Four images were reviewed. The four images from an angioplasty procedure in the forearm are reviewed. They demonstrate inflation of an angioplasty balloon in the distal forearm with extravasation of contrast material from the balloon, suggestive of balloon rupture. As per the reported event, the angioplasty balloon leaked contrast during inflation. This is confirmed with the provided images. Therefore, the investigation for the reported leak is confirmed as water was leaking from the bond joint during the evaluation of the returned device. The reported event can be also confirmed and observed on the provided images for review. The investigation is also confirmed for the identified bond joint break as a break at the proximal glue joint was able to be observed under microscopic observation. A definitive root cause for the reported leak and identified bond joint break could not be determined based upon the provided information. H10: d4 (expiry date: 05/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, saline allegedly leaked from the tip of the balloon. There was no reported patient injury.